Event description:
It was reported that the patient had his artificial urinary sphincter (aus) removed due to an infection. The patient complication was also cyanosis and turgescence in his testis. The patient was unable to take antibiotics because his c-reactive protein (crp) value was too high.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted; no leaks were identified in the cuff. Inspection of the remainder of the device found no damage or irregularities that would affect the functionality of the device. Product analysis was unable to confirm the reported clinical observations. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records was completed and found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Based on analysis results and information available, a conclusion of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) removed due to an infection. The patient complication was also cyanosis and turgescency in his testis. The patient was unable to take antibiotics because his crp value was too high.